Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is detached; the glass cap is fractured proximal to glue zone; the glass cap is returned; the glass cap exhibits a drilled through condition; the glass cap exhibits moderate detritus adhesion; the glass cap exhibits severe devitrification; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber is blackened; the heat shrink tube is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 50,000 joules while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward firing. The procedure was completed using a second fiber, which was also reported to have failed at the end of the procedure. Outcome: "no adverse outcome for patient". This report is for the second/finishing fiber. Gland volume: 60 ml. Joules used: 87,733.